Event description:
In 2007, dr. Performed a laparoscopic rfa (utilizing an xlie rfa ablation needle) on the pt. On the following monday morning, informed by (hospital contact) the pt suffered pad burns to both the right and left legs.